Event description:
It was reported that the pump module did not alarm "when it was supposed to". When customer biomedical engineering checked the device, it passed preventative maintenance however the pressure was low. There was patient involvement however patient outcome is unknown. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
Omit : concomitant med prod/dates. Additional information : imdrf annex b code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the pump module did not alarm "when it was supposed to" was not identified by bd tech support during the customer call. There was no sufficient sample to escalate sd dchu.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module did not alarm "when it was supposed to". When customer biomedical engineering checked the device, it passed preventative maintenance however the pressure was low. There was patient involvement however patient outcome is unknown. Although requested, no additional information was provided by the customer.